Event description:
It was reported that surrounding plastic area was damaged. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up and no additional information was received regarding the outcome of the event.